Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance is affected. Re-implantation is being considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition the electrode array partially migrated out of cochlea. Additionally, the patient was experiencing a constant noise in 2016 that has been attributed to a defective external device, which has been exchanged through regular service activities. However, to determine an exact root cause a device investigation is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The hearing performance is affected and latest in situ measurements show further affected channels. The user has never had much speech discrimination and reported some problems in hearing with the device for the first time in 2016. Re-implantation is being considered but no date has been set yet.

Event description:
The hearing performance with the device was affected. The recipient has never had much speech discrimination and reported some problems in hearing with the device for the first time in 2016. The recipient has been reimplanted on (B)(6) 2022.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. In addition the electrode array partially migrated out of cochlea. Additionally, the patient was experiencing a constant noise in 2016 that has been attributed to a defective external device, which has been exchanged through regular service activities. This is a final report.